Event description:
It reported that this right atrial (ra) lead was fractured when the pocket was dilated to insert the new device. As both pacing and sensing were impossible, the vvir setting was chosen, but the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It reported that this right atrial (ra) lead was fractured when the pocket was dilated to insert the new device. As both pacing and sensing were impossible, the ventricular paced and sensed, inhibited response and rate modulation setting was chosen, but the ra lead remains in service. No additional adverse patient effects were reported. According to the additional information, the ra lead was electrically abandoned.

Manufacturer narrative:
This supplemental report is being filed to correct the d6a: implant date. This lead was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.